Event description:
Pt was implanted with the finetech-brindley sacral anterior root stimulator (sars) as part of a u.s. Clinical trial in 1997. In 2001 the pt reported that the external control unit was not functioning correctly. A replacement external unit was sent to the pt but did not correct the problem and a new transmitter block and flasher tester was sent to further isolate the problem. The replacement transmitter block restored the foot movement and is now working for the bowels. However, the pt is still not getting urine out. The pt's bladder may have become overstretched when the device initially malfunctioned. The pt's physician has stated there is a good change the the bladder will recover its ability the contract and respond to the "sars" device.